Event description:
It was reported that during a laparoscopic chlecystectomy the clips scissored. Another device was opened and it produced clips with a hole in the proximal end of the clip. There was no patient consequence.